Event description:
It was reported that a chest x-ray revealed that the lead insulation was abraded under the collar bone. The lead exhibited high thresholds and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.